Event description:
Caller states the pt tested 3.4 inr on the coaguchek sys and 2.5 inr on a comparison lab. No action was taken based on device result no adverse event reported. Requested return of suspect sys and replacement was sent. Comparison performed in a medical facility.